Manufacturer narrative:
The reported events of no rf communication, no inductive telemetry, and device found in backup mode were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source and results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the device was unable to be interrogated using radiofrequency (rf) or inductive telemetry. Additionally, the device was observed to be in backup (bvvi) mode. Technical support was contacted and the device was explanted to resolve the event. The patient was stable and will continue to be monitored. Please note, this is related to manufacturer report number 2017865-2023-18037 which occurred while the patient was traveling in (B)(6).